Event description:
It was reported that during a knee procedure, the probe broke. Allegedly, while removing the broken probe, the distal part fell off outside of the knee.

Manufacturer narrative:
Additional info will be provided once investigation is completed.